Manufacturer narrative:
Follow up information was received on 17-oct-2016: this adverse event report is related to a product technical complaint (ptc). (B)(4). Quality-safety evaluation: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had severe pelvic pain and excessive and abnormal bleeding (interpreted as genital bleeding). She underwent a hysterectomy and salpingectomy approximately 7 years after insertion. These events are listed in the reference safety information for essure. After essure insertion, pelvic pain and genital bleeding may occur. Given the nature of the reported events and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since surgical intervention was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain') in an adult female patient who had essure (batch no. 628311) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain in 1994, vaginitis, uti, vaginal infection, gardnerella vaginalis vaginitis, endometriosis, yeast infection, ovarian cyst, pelvic congestion syndrome, pelvic congestion, candida infection, pelvic discomfort, vulval itching, pid pelvic inflammatory disease and post-traumatic stress disorder. On(B)(6)2009, hysterosalpingogram test showed, satisfactory position and appearance essure wires both proximal fallopian tubes. Complete obstruction of contrast flow into the tubes. Partly bicornuate uterus (per mr). Previously administered products included for an unreported indication: zoloft from (B)(6) to (B)(6) 2017, excedrin from (B)(6) to (B)(6) 2007 and diflucan. Concurrent conditions included dysfunctional uterine bleeding, amenorrhea, vaginal bleeding, celiac disease, back pain, anxiety, vulval pruritus, uterine bleeding, thyroid disorder, urinary frequency, panic attack, adenomyosis, inflammation, celiac disease and obesity. Concomitant products included aripiprazole (abilify) since (B)(6) to (B)(6)2013 and tramadol since (B)(6) to (B)(6)2013. On (B)(6)2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"). In (B)(6) 2009, the patient experienced fatigue ("fatigue"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced dysmenorrhoea ("painful periods / dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced nausea ("nausea"). In (B)(6) 2010, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2010, the patient experienced migraine ("migraines") and headache ("headache"). In (B)(6) 2011, the patient experienced alopecia ("hair loss"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2014, the patient experienced anaemia ("anemia"). On an unknown date, the patient experienced genital haemorrhage ("excessive and abnormal bleeding"), depression ("depression") and pruritus ("itching all over"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - laparoscopic partial hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, vaginal discharge, dyspareunia, dysmenorrhoea, menorrhagia, migraine, nausea, fatigue, anaemia and alopecia had resolved and the headache and pruritus outcome was unknown. The reporter considered alopecia, anaemia, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, pruritus, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: left fallopian tube, approximately three coils extruding from the os. Right fallopian tube with five coils extruding from the ostium (per mr). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: satisfactory location and full occlusion. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: pelvic pain, pain with intercourse, dysmenorrhea, dyspareunia, depression". Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 14-jan-2020: social media received. Reporter information added. Events: itching all over added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain') in an adult female patient who had essure (batch no. 628311) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain in 1994, vaginitis, uti, vaginal infection, gardnerella vaginalis vaginitis, endometriosis, yeast infection, ovarian cyst, pelvic congestion syndrome, pelvic congestion, candida infection, pelvic discomfort, vulval itching, pid pelvic inflammatory disease and post-traumatic stress disorder. On (B)(6) 2009, hysterosalpingogram test showed, satisfactory position and appearance essure wires both proximal fallopian tubes. Complete obstruction of contrast flow into the tubes. Partly bicornuate uterus (per mr). Previously administered products included for an unreported indication: zoloft from 2008 to (B)(6) 2017, excedrin from 2004 to (B)(6) 2007 and diflucan. Concurrent conditions included dysfunctional uterine bleeding, amenorrhea, vaginal bleeding, celiac disease, back pain, anxiety, vulval pruritus, uterine bleeding, thyroid disorder, urinary frequency, panic attack, adenomyosis, inflammation, celiac disease and obesity. Concomitant products included aripiprazole (abilify) since 2010 to (B)(6) 2013 and tramadol since 2010 to (B)(6) 2013. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"). In (B)(6) 2009, the patient experienced fatigue ("fatigue"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced dysmenorrhoea ("painful periods / dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced nausea ("nausea"). In (B)(6) 2010, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2010, the patient experienced migraine ("migraines") and headache ("headache"). In (B)(6) 2011, the patient experienced alopecia ("hair loss"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2014, the patient experienced anaemia ("anemia"). On an unknown date, the patient experienced genital haemorrhage ("excessive and abnormal bleeding"), depression ("depression"), pruritus ("itching all over") and memory impairment ("memory problems"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - laparoscopic partial hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, vaginal discharge, dyspareunia, dysmenorrhoea, menorrhagia, migraine, nausea, fatigue, anaemia and alopecia had resolved and the headache, pruritus and memory impairment outcome was unknown. The reporter considered alopecia, anaemia, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, memory impairment, menorrhagia, migraine, nausea, pelvic pain, pruritus, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: left fallopian tube, approximately three coils extruding from the os. Right fallopian tube with five coils extruding from the ostium (per mr). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: satisfactory location and full occlusion. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: pelvic pain, pain with intercourse, dysmenorrhea, dyspareunia, depression". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: new events added: memory problems and reporter information was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain') in an adult female patient who had essure (batch no. 628311) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain in 1994, vaginitis, uti, vaginal infection, gardnerella vaginalis vaginitis, endometriosis, yeast infection, ovarian cyst, pelvic congestion syndrome, pelvic congestion, candida infection, pelvic discomfort, vulval itching, pid pelvic inflammatory disease and post-traumatic stress disorder. On (B)(6) 2009, hysterosalpingogram test showed, satisfactory position and appearance essure wires both proximal fallopian tubes. Complete obstruction of contrast flow into the tubes. Partly bicornuate uterus (per mr). Previously administered products included for an unreported indication: zoloft from 2008 to march 2017, excedrin from 2004 to (B)(6) 2007 and diflucan. Concurrent conditions included dysfunctional uterine bleeding, amenorrhea, vaginal bleeding, celiac disease, back pain, anxiety, vulval pruritus, uterine bleeding, thyroid disorder, urinary frequency, panic attack, adenomyosis, inflammation, celiac disease and obesity. Concomitant products included aripiprazole (abilify) since 2010 to (B)(6) 2013 and tramadol since 2010 to (B)(6) 2013. On(B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"). In (B)(6) 2009, the patient experienced fatigue ("fatigue"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced dysmenorrhoea ("painful periods / dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced nausea ("nausea"). In (B)(6) 2010, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2010, the patient experienced migraine ("migraines") and headache ("headache"). In (B)(6) 2011, the patient experienced alopecia ("hair loss"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2014, the patient experienced anaemia ("anemia"). On an unknown date, the patient experienced genital haemorrhage ("excessive and abnormal bleeding"), depression ("depression"), pruritus ("itching all over") and memory impairment ("memory problems"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - laparoscopic partial hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, vaginal discharge, dyspareunia, dysmenorrhoea, menorrhagia, migraine, nausea, fatigue, anaemia and alopecia had resolved and the headache, pruritus and memory impairment outcome was unknown. The reporter considered alopecia, anaemia, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, memory impairment, menorrhagia, migraine, nausea, pelvic pain, pruritus, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: left fallopian tube, approximately three coils extruding from the os. Right fallopian tube with five coils extruding from the ostium (per mr). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: satisfactory location and full occlusion. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: pelvic pain, pain with intercourse, dysmenorrhea, dyspareunia, depression". Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) : extension of expected date of next report on (B)(6) 2020: content from social media received: no new clinical information. Reporter was added. On (B)(6) 2020: content from social media received: new reporter was added. No new clinical information was received. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain') in an adult female patient who had essure (batch no. 628311) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain in 1994, vaginitis, uti, vaginal infection, gardnerella vaginalis vaginitis, endometriosis, yeast infection, ovarian cyst, pelvic congestion syndrome, pelvic congestion, candida infection, pelvic discomfort, vulval itching, pid pelvic inflammatory disease and post-traumatic stress disorder. On (B)(6) 2009, hysterosalpingogram test showed, satisfactory position and appearance essure wires both proximal fallopian tubes. Complete obstruction of contrast flow into the tubes. Partly bicornuate uterus (per mr). Previously administered products included for an unreported indication: zoloft from 2008 to march 2017, excedrin from 2004 to august 2007 and diflucan. Concurrent conditions included dysfunctional uterine bleeding, amenorrhea, vaginal bleeding, celiac disease, back pain, anxiety, vulval pruritus, uterine bleeding, thyroid disorder, urinary frequency, panic attack, adenomyosis, inflammation, celiac disease and obesity. Concomitant products included aripiprazole (abilify) since 2010 to february 2013 and tramadol since 2010 to february 2013. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"). In september 2009, the patient experienced fatigue ("fatigue"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced dysmenorrhoea ("painful periods / dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced nausea ("nausea"). In (B)(6)2010, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2010, the patient experienced migraine ("migraines") and headache ("headache"). In (B)(6)2011, the patient experienced alopecia ("hair loss"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2014, the patient experienced anaemia ("anemia"). On an unknown date, the patient experienced genital haemorrhage ("excessive and abnormal bleeding"), depression ("depression"), pruritus ("itching all over") and memory impairment ("memory problems"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - laparoscopic partial hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, vaginal discharge, dyspareunia, dysmenorrhoea, menorrhagia, migraine, nausea, fatigue, anaemia and alopecia had resolved and the headache, pruritus and memory impairment outcome was unknown. The reporter considered alopecia, anaemia, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, memory impairment, menorrhagia, migraine, nausea, pelvic pain, pruritus, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: left fallopian tube, approximately three coils extruding from the os. Right fallopian tube with five coils extruding from the ostium (per mr). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: satisfactory location and full occlusion. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: pelvic pain, pain with intercourse, dysmenorrhea, dyspareunia, depression". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: extension of expected date of next report. On (B)(6) 2020: content from social media received: no new clinical information. Reporter was added. On (B)(6) 2020: content from social media received: new reporter was added. No new clinical information was received. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain') in an adult female patient who had essure (batch no. 628311) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain in 1994, vaginitis, uti, vaginal infection, gardnerella vaginalis vaginitis, endometriosis, yeast infection, ovarian cyst, pelvic congestion syndrome, pelvic congestion, candida infection, pelvic discomfort, vulval itching, pid pelvic inflammatory disease and post-traumatic stress disorder. On (B)(6)2009, hysterosalpingogram test showed, satisfactory position and appearance essure wires both proximal fallopian tubes. Complete obstruction of contrast flow into the tubes. Partly bicornuate uterus (per mr). Previously administered products included for an unreported indication: zoloft from 2008 to (B)(6) 2017, excedrin from 2004 to (B)(6) 2007 and diflucan. Concurrent conditions included dysfunctional uterine bleeding, amenorrhea, vaginal bleeding, celiac disease, back pain, anxiety, vulval pruritus, uterine bleeding, thyroid disorder, urinary frequency, panic attack, adenomyosis, inflammation, celiac disease and obesity. Concomitant products included aripiprazole (abilify) since 2010 to (B)(6) 2013 and tramadol since 2010 to (B)(6) 2013. On (B)(6)2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"). In (B)(6) 2009, the patient experienced fatigue ("fatigue"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced dysmenorrhoea ("painful periods / dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced nausea ("nausea"). In (B)(6) 2010, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6)2010, the patient experienced migraine ("migraines") and headache ("headache"). In february 2011, the patient experienced alopecia ("hair loss"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2014, the patient experienced anaemia ("anemia"). On an unknown date, the patient experienced genital haemorrhage ("excessive and abnormal bleeding"), depression ("depression"), pruritus ("itching all over") and memory impairment ("memory problems"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - laparoscopic partial hysterectomy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, vaginal discharge, dyspareunia, dysmenorrhoea, menorrhagia, migraine, nausea, fatigue, anaemia and alopecia had resolved and the headache, pruritus and memory impairment outcome was unknown. The reporter considered alopecia, anaemia, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, memory impairment, menorrhagia, migraine, nausea, pelvic pain, pruritus, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: left fallopian tube, approximately three coils extruding from the os. Right fallopian tube with five coils extruding from the ostium (per mr). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.8 kg/sqm. Hysterosalpingogram - on (B)(6)2009: results: satisfactory location and full occlusion. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: pelvic pain, pain with intercourse, dysmenorrhea, dyspareunia, depression". Lot number: 628311 manufacturing date: 2008-10 expiration date:2011-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") and genital haemorrhage ("excessive and abnormal bleeding") in an adult female patient who had essure (batch no. 628311) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vaginitis, uti, vaginal infection, gardnerella vaginalis vaginitis, endometriosis, yeast infection, ovarian cyst, abdominal pain in 1994, pelvic congestion syndrome, pelvic congestion, candida infection, pelvic discomfort, vulval itching, pid pelvic inflammatory disease and post-traumatic stress disorder. Previously administered products included for an unreported indication: zoloft from 2008 to (B)(6) 2017, excedrin from 2004 to (B)(6) 2007 and diflucan in 2003. Concurrent conditions included dysfunctional uterine bleeding, amenorrhea, vaginal bleeding, celiac disease, back pain, anxiety, vulval pruritus, uterine bleeding, thyroid disorder, urinary frequency, panic attack, adenomyosis, inflammation, celiac disease and obesity. Concomitant products included aripiprazole (abilify) since 2010 to (B)(6) 2013 and tramadol since 2010 to (B)(6) 2013. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"). In (B)(6) 2009, the patient experienced fatigue ("fatigue"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced dysmenorrhoea ("painful periods / dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced nausea ("nausea"). In (B)(6) 2010, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2010, the patient experienced migraine ("migraines") and headache ("headache"). In (B)(6) 2011, the patient experienced alopecia ("hair loss"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2014, the patient experienced anaemia ("anemia"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and depression ("depression"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - laparoscopic partial hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, vaginal discharge, dyspareunia, dysmenorrhoea, menorrhagia, migraine, nausea, fatigue, anaemia and alopecia had resolved and the headache outcome was unknown. The reporter considered alopecia, anaemia, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: left fallopian tube, approximately three coils extruding from the os. Right fallopian tube with five coils extruding from the ostium (per mr). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: satisfactory location and full occlusion on (B)(6) 2009, hysterosalpingogram test showed, satisfactory position and appearance essure wires both proximal fallopian tubes. Complete obstruction of contrast flow into the tubes. Partly bicornuate uterus (per mr) concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: pelvic pain, pain with intercourse, dysmenorrhea, dyspareunia, depression". Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received - new events "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), migraines, headaches, nausea, vaginal discharge, fatigue, anemia, hair loss" were added. Product explant date was added. Lot number was added. New reporter were added. Historical and concomitant conditions were added. Lab data was added. On (B)(6) 2018: fu2 and fu3 proceed together. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received from an attorney in the united states, on behalf of a plaintiff in united states on 06-sep-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2009 for permanent contraception. On (B)(6) 2009, she had an hsg (hysterosalpingogram) test that confirmed satisfactory placement of both essure and full occlusion of both tubes. Sometime after the procedure, the plaintiff began experience one or more of the following symptoms, including, but not limited to: severe abnormal menstrual pain, abnormal menstrual cycle, and excessive bleeding, severe pelvic pain, and back pain, pain during intercourse, headaches, allergic reaction, mood swings, abdominal pain, unwanted pregnancy, and fatigue. She reported to her healthcare provider that she was experiencing severe pelvic pain, painful intercourse, painful periods, depression as well as excessive and abnormal bleeding. On (B)(6) 2016, she underwent a hysterectomy and salpingectomy. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had severe pelvic pain and excessive and abnormal bleeding (interpreted as genital bleeding). She underwent a hysterectomy and salpingectomy approximately 7 years after insertion. These events are listed in the reference safety information for essure. After essure insertion, pelvic pain and genital bleeding may occur. Given the nature of the reported events and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") and genital haemorrhage ("excessive and abnormal bleeding") in an adult female patient who had essure (batch no. 628311) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vaginitis, uti, vaginal infection, gardnerella vaginalis vaginitis, endometriosis, yeast infection, ovarian cyst, abdominal pain in 1994, pelvic congestion syndrome, pelvic congestion, candida infection, pelvic discomfort, vulval itching, pid pelvic inflammatory disease and post-traumatic stress disorder. Previously administered products included for an unreported indication: zoloft from 2008 to (B)(6) 2017, excedrin from 2004 to (B)(6) 2007 and diflucan in 2003. Concurrent conditions included dysfunctional uterine bleeding, amenorrhea, vaginal bleeding, celiac disease, back pain, anxiety, vulval pruritus, uterine bleeding, thyroid disorder, urinary frequency, panic attack, adenomyosis, inflammation, celiac disease and obesity. Concomitant products included aripiprazole (abilify) since 2010 to (B)(6) 2013 and tramadol since 2010 to (B)(6) 2013. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"). In (B)(6) 2009, the patient experienced fatigue ("fatigue"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced dysmenorrhoea ("painful periods / dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced nausea ("nausea"). In (B)(6) 2010, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2010, the patient experienced migraine ("migraines") and headache ("headache"). In (B)(6) 2011, the patient experienced alopecia ("hair loss"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2014, the patient experienced anaemia ("anemia"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and depression ("depression"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - laparoscopic partial hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, vaginal discharge, dyspareunia, dysmenorrhoea, menorrhagia, migraine, nausea, fatigue, anaemia and alopecia had resolved and the headache outcome was unknown. The reporter considered alopecia, anaemia, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: left fallopian tube, approximately three coils extruding from the os. Right fallopian tube with five coils extruding from the ostium (per mr). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: satisfactory location and full occlusion on (B)(6) 2009, hysterosalpingogram test showed, satisfactory position and appearance essure wires both proximal fallopian tubes. Complete obstruction of contrast flow into the tubes. Partly bicornuate uterus (per mr). Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: pelvic pain, pain with intercourse, dysmenorrhea, dyspareunia, depression". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2018: quality-safety evaluation of ptc update. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.